Event description:
It was reported when using the bd vacutainer® k2 edta 3.6mg customer stated that the tube underfilled. This event occurred three times. The following information was provided by the initial reporter. The customer stated: "it was found that the blood collection volume was insufficient after the vacuum was exhausted, and the blood collection operation was completed normally after replacing a new blood collection tube."

Manufacturer narrative:
Investigation summary: "bd received twenty (20) samples and two (2) photos for investigation. The photos were reviewed and the indicated failure mode for underfill with the incident lot was observed. Additionally, the customer samples along with ten (10) retention samples from bd inventory, were evaluated by functional testing and no issues were observed relating to underfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode underfill." H3 other text : see h.10.